Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, delamination and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and delamination in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening and delamination in the plug strap disk shell due to adhesive failure. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.